Manufacturer narrative:
Blocks b5, e1 (initial reporter's facility name, address and phone number), and h6 (patient and impact codes) were updated based on the additional information received on march 03, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The surgeon who excised the mesh is: (B)(6). Block h6: imdrf patient codes: e2006 captures the reportable event of erosion (intravesical mesh erosion). E211401 captures the reportable event of bladder perforation. E230901 captures the reportable event of calcium deposits/calcification (segment of calcified tvt tape left superiorly near bladder neck). E2101 captures the reportable event of adhesions (adherent stone 0.5cm). Imdrf impact codes: f1903 captures the reportable event of device explantation (laparoscopic excision of eroded mesh into bladder on left). F1905 captures the reportable event of device revision or replacement (cystoscopy, removal of foreign body, cystoscopy & laparoscopic bladder repair). F2303 captures the reportable event of medication required (oral antibiotics). F23 captures the reportable event of unexpected medical intervention (laser fragmented all visible calcification).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) and cystoscopy procedure performed on (B)(6) 2015, to treat stress urinary incontinence and cystocele. As reported by the patient's attorney, during the procedure, when the needle introducer of the advantage fit system was inserted on each side of the bladder, a cystoscopy was done to confirm that the bladder was unharmed. However, the needle was noted to be puncturing the bladder on each side. On (B)(6) 2016, the patient was admitted electively to the hospital for her surgery and was hemodynamically stabilized and afebrile pre-operatively. The patient was given IV cephazolin with gentamicin. She was in the lithotomy position and underwent cystoscopy. There was no evidence of erosion through the urethra, and ureteric outlets were seen. There was a segment of calcified tvt sling left superiorly near the bladder neck. Additionally, all visible calcification was laser fragmented, and the tape was removed. There were no intraoperative complications. The patient continued to improve during the course of her admission and was discharged home after successfully passing a trial of void. She was discharged with oral antibiotics: cephalexin 500mg bd for 10 days and trimethoprim 300mg at night for 5 days. The patient was advised that if she has ongoing dysuria, pain, or stone formation, she will need a gynecological review for consideration or removal of the tvt sling. On (B)(6) 2018, the patient underwent a laparoscopic excision of eroded intravesical mesh into bladder on left, cystoscopy with +/- open approach and laparoscopic bladder repair. During the procedure, there were two sites of mesh erosion found in the bladder. First, it was found at the dome, to the patient's left side with mesh fibers seen in bladder mucosa, and second to the left bladder side wall with mesh fibers seen and adherent stone 0.5cm. The stone was removed cystoscopically with graspers. Cystoscopic gentle traction on mesh erosion was done at the dome to identify this portion of mesh laparoscopically and it was dissected. Moreover, all mesh has been removed from the patient's left side.

Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) and cystoscopy procedure performed on (B)(6) 2015 to treat stress urinary incontinence and cystocele. As reported by the patient's attorney, on (B)(6) 2017, the patient experienced nausea and had fallen from standing at the toilet. The patient's level of consciousness was thought likely to be syncope from feeling nauseated. She woke-up on the floor with a painful left foot and was not able to weight bare. The patient's computerized tomography (CT) scan confirmed lisfranc injury to left foot. Subsequently, on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the fracture foot. On (B)(6) 2018, the patient underwent a laparoscopic excision of eroded intravesical mesh into bladder on left, cystoscopy with +/- open approach and laparoscopic bladder repair. During the procedure, there were two sites of mesh erosion found in the bladder. First, it was found at the dome, to the patient's left side with mesh fibers seen in bladder mucosa, and second to the left bladder side wall with mesh fibers seen and adherent stone 0.5cm. The stone was removed cystoscopically with graspers. Cystoscopic gentle traction on mesh erosion was done at the dome to identify this portion of mesh laparoscopically and it was dissected. Moreover, all mesh has been removed from the patient's left side. The device is not expected to be returned for analysis.

Manufacturer narrative:
The events of nausea, syncope, pain and foot fracture were moved to patient's history as these are not alleged to be related to the advantage device/procedure and these occurred over a year after the implant. Moreover, bladder perforation was added as on the patient's symptoms to capture the event of needle noted to be puncturing the bladder on each side. Therefore, the event date was also updated to (B)(6) 2015, because it was during the implantation date the bladder was punctured. Block b3 date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The surgeon who excised the mesh is: (B)(6). Block h6: patient codes e2006, e211401, and e2328, capture the reportable events of mesh erosion, bladder perforation, and stone respectively. Impact code f19 captures the reportable event of mesh excision surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) and cystoscopy procedure performed on (B)(6) 2015 to treat stress urinary incontinence and cystocele. As reported by the patient's attorney, during the procedure, when the needle introducer of the advantage fit system was inserted on each side of the bladder, a cystoscopy was done to confirm that the bladder was unharmed. However, the needle was noted to be puncturing the bladder on each side. On (B)(6) 2018, the patient underwent a laparoscopic excision of eroded intravesical mesh into bladder on left, cystoscopy with +/- open approach and laparoscopic bladder repair. During the procedure, there were two sites of mesh erosion found in the bladder. First, it was found at the dome, to the patient's left side with mesh fibers seen in bladder mucosa, and second to the left bladder side wall with mesh fibers seen and adherent stone 0.5cm. The stone was removed cystoscopically with graspers. Cystoscopic gentle traction on mesh erosion was done at the dome to identify this portion of mesh laparoscopically and it was dissected. Moreover, all mesh has been removed from the patient's left side.